Event description:
Hamilton medical ag received the following incident description: "the unit is showing tf:5507 which is related to mixer valve leak. "

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Technical fault 5507 indicates leaking/defective mixer valves. Service engineer replaced the mixer valve and performed the calibrations.